Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation (left side). Additionally, the patient experienced capsular contracture (baker grade I) on the same side as the deflated complaint device. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2017. No other accompanying symptoms were reported, and the patient has since recovered fully.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the complaint was identified as a duplicate of manufacturer¿s reference number (B)(4), and any additional information received will be submitted under both report numbers. Duplicate report submission number: asr-q2-07-31-2018. The patient underwent removal and replacement with unspecified mentor gel prostheses on (B)(6) 2017. The patient's last known condition was fully recovered. Mentor mistakenly reported the device was received for evaluation on (B)(6) 2018, in the report dated (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. Examination of the device revealed a rent at the vulcanization dot, leak test was performed an no other leak was observed. No other anomalies were discovered. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The complaint of deflation was confirmed since a rent was found in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. (B)(4).